Event description:
The nurse reported that at the end of the case, the surgeon was unsure if a corneal burn had occurred. A white ring appeared surrounding the cornea and may be related to edema. Additional information was requested on the event.

Manufacturer narrative:
The company service representative examined the system and could not find any problems. The remote batteries were dead and were replaced. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).